Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that during a patient event, their device powered off. The nurses that provided the patient's care were uncertain if they accidentally powered the device off or if the device powered off on it's own. The device was powered back on and patient care was continued. The patient had a positive outcome.

Manufacturer narrative:
Physio-control evaluated the customer's device but was unable to duplicate the reported issue. Physio then downloaded the electronic patient record from the event for review where it was observed that the device did power off for 28 seconds, however, physio was unable to determine if the device powered off by itself or if the on/off button was pressed by the device user to power it off. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that during a patient event, their device powered off. The nurses that provided the patient's care were uncertain if they accidentally powered the device off or if the device powered off on it's own. The device was powered back on and patient care was continued. The patient had a positive outcome.

Event description:
The customer contacted physio-control to report that during a patient event, their device powered off. The nurses that provided the patient's care were uncertain if they accidentally powered the device off or if the device powered off on it's own. The device was powered back on and patient care was continued. The patient had a positive outcome.

Manufacturer narrative:
Section d4 of the initial medwatch report indicates: device identifier (di) number ¿ blank section d4 of the initial medwatch report should indicate: device identifier (di) number ¿ (B)(4).